Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
Revision knee for pain and patella and poly wear. Kinemax plus insert change and patella resurfacing the original 10mm small insert was removed and a 12mm insert implanted. The patella was resurfaced.